Event description:
It was reported that a preloaded toric intraocular lens (iol) was open not used, damaged lens. There was no patient contact. Through follow up, it was learned that the iol was destroyed and not available. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: not applicable, as there was no patient involvement. Section b3: date of event: unknown/not provided. Section d6a: if implanted, give date: not applicable, as there was no patient involvement. Section d6b: if explanted, give date: not applicable, as there was no patient involvement. Section e1: telephone number: (B)(6). The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.